Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (component code, investigation findings, investigation conclusions) stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including chronic kidney disease, hyperlipidemia and coronary artery disease. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through investigation that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years due to stenosis. The patient presented with nyha class iii heart failure with dyspnea on mild exertion. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was in stable condition post procedure and discharged pod #1.